Manufacturer narrative:
(B) (4).

Event description:
The neurostimulator was implanted approx 2 cms deep. There were coupling and communication issues between it and the recharger. The highest number achieved using the antenna locate feature was 42. The pt ws unable to recharge since implant. The field rep was unable to get any recharge efficiency bars to darken since implant. The hcp revised the pocket because the neurostimulator was too deep. The pt status afterward was 'good'.